Event description:
Event description boston scientific received information that indicated this cardiac resynchronization therapy-defibrillator (crt-d) was explanted due to an elective replacement indicator (eri). There were no reported adverse patient effects. Another model guidant cardiac resynchronization therapy-defibrillator (crt-d) was successfully implanted without reported incident.